Event description:
On (B)(6) 2009, the following information was provided to cook endoscopy: during a sphincterotomy with balloon sweep, the physician used a cook endoscopy tri-tome pc triple lumen sphincterotome. The physician wanted to enlarge the sphincterotomy. When the physician began to cut, the cutting wire reportedly disintegrated. The sphincterotomy was completed at that point and the procedure continued. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. On (B)(6) 2009, the device was returned for eval. Upon our eval of the returned sphincterotome, we confirmed that cutting wire disintegration did not occur, but a section of the cutting wire securing component (estimated to be 2mm in length) has broken and detached from the sphincterotome. The initial reporter could not confirm the location of the missing section, but the reporter confirmed a foreign body was not retrieved from the pt. Therefore, this report is being submitted out of an abundance of caution. If add'l info is provided, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Eval: upon our eval of the returned sphincterotome, we confirmed that cutting wire disintegration did not occur, but a section of the cutting wire securing component (estimated to be 2mm in length) has broken and detached from the sphincterotome. The initial reporter could not confirm the location of the missing section, but the reporter confirmed a foreign body was not retrieved from the pt. The detachment of the cutting wire securing component section could have occurred after the sphincterotome had been removed from the pt (i.e. During packing for return for eval). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and add'l pressure is applied, this could have contributed to separation and damage to the cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to this observation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.